Event description:
The expiration date printed on the carton of ciba vision focus-brand contact lenses - toric visitint, lot no 8673095, 6 lenses per carton - is listed as "2002/09". This date format - 4-digit year code followed by 2-digit month code - suggests the expiration is sept of 2002. However, the expiration date printed on the individual lenses within the carton is listed as "02/09". This different date format suggests the expiration is 2/09. The use of 2 different date formats for the primary and secondary packaging is confusing. If the secondary carton packaging is discarded, the consumer may incorrectly interpret the expiration of the contact lenses as 2009 versus 2002.